Event description:
It was reported that the pump was replaced due to normal battery depletion. The pump was less than 1 month before elective replacement indicator (eri). It was stated that the existing hospitalization was prolonged. The patient resolved without sequela on (B)(6) 2014. The pump was used to deliver sufenta.

Event description:
Additional information indicated that there was no prolonged hospitalization due to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.